Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not functioning. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The touchscreen failed calibration. The remote service engineer (rse) provided the customer with the part number for a touchscreen replacement.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.